Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports a case of the palindrome catheter falling out. Catheter has been in the patient for approximately 4-6 weeks when it fell out. A new catheter was inserted on the patient.

Manufacturer narrative:
Submit date: (B)(4), 2010. An investigation is currently underway; upon completion, the results will be forwarded.